Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Customer declined replacement product at this time. Most likely underlying root cause: user had an inaccurate reference. Test strip UDI# (B)(4). Based on review with FDA on 06/21/2017, we verified the agency's interpretation of the act and submit this medwatch report based on the nature of the complaint for this recalled lot. FDA-assigned recall event ID (B)(4).

Event description:
Customer calling states that he thinks the meter is giving low blood results. Customer states that his normal glucose range is 130mg/dl not fasting and he test 2 times a day. Customer is not taking any medication for his diabetes. Customer states that today is the first time he is concern with low results because he run his test and got 80mg/dl. While troubleshooting the meter with the customer, customer realize that he have not had anything to eat since breakfast and that could be the reason why is glucose is a little lower than the normal. Customer is not requesting any replacement, customer just requesting the control solution so that he can test his meter. Product not stored correctly, strips are been stored in the bathroom. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The meter memory was reviewed for previous test result history: the 80mg/dl (B)(6) 2016 02:54:00 pm fasting:yes, the 107mg/dl (B)(6) 2016 07:44:00 pm fasting:no, the 89mg/dl (B)(6) 2016 04:25:00 pm fasting:no, the 105mg/dl (B)(6) 2016 03:52:00 pm fasting:no, the 133 mg/dl (B)(6) 2016 09:32:00 am fasting:no. Memory concerns: customer is concern with the 80mg/dl taken on (B)(6) 2016 @ 2:54pm.